Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the representative samples and photograph submitted for evaluation. Bd received one empty open package and seventeen unopened units. In addition, one photograph was submitted which displayed a partially retracted unit with what looks like a cracked barrel. Further inspection of the received photo displayed damage to the barrel. Depending on the scale of this barrel damage, it may result in reduced room preventing the hub from retracting fully into the safety shield. There could be other reasons for the retraction failure, including but not limited to spring damage, excessive adhesive on or around the button, or molding defects. Without the physical sample it is impossible to establish a degree of barrel damage and verify that it is that damage that caused retraction failure. The representative samples were all inspected for damage and then tested for retraction. Damage was not observed, and all units successfully retracted. Although the reported issue was confirmed through review of the photo, the photo provided for this incident of the actual unit did not present sufficient evidence to identify or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle failed to retract after use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "another example of the needle not retracting. I have the package, lot number is 0063714 I do not have the actual device it was used on a patient and then tossed in a sharps container." Do you know the date this incident was discovered? (B)(6) 2020. What was the quantity involved? Was one on a patient and then another was able to be created by trying another catheter but not on a patient? One bd insyte autoguard was used on a patient. The access was successful and the IV catheter was used. A different IV was not required.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle failed to retract after use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "another example of the needle not retracting. I have the package, lot number is 0063714. I do not have the actual device it was used on a patient and then tossed in a sharps container." Do you know the date this incident was discovered? (B)(6) 2020. What was the quantity involved? Was one on a patient and then another was able to be created by trying another catheter but not on a patient? One bd insyte autoguard was used on a patient. The access was successful and the IV catheter was used. A different IV was not required.